Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken snake wrist cable at the distal end of the snake wrist. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the bowel grasper instrument snapped at the point of articulation. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.